Event description:
Boston scientific received information that this device was returned with no additional information. There were no known allegations or complaints against the devices operation, functionality or longevity. Analysis of this device revealed that the device reached elective replacement indicator (eri) while implanted and may not have met expected battery longevity. Further analysis will be performed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery voltage of 2.50 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition.